Event description:
A pt reported experiencing inaccurate high results using a lifescan meter. The pt's blood glucose results were 89mg/dl (meter), 62mg/dl (lab). Tests were done within <10 mins with a difference of 27mg/dl. Pt did not experience any adverse events. No further info has been reported.